Manufacturer narrative:
Device evaluation: the device was returned for evaluation. All labels were still intact. No physical damage was found on the device. Functional test was done and the reported issue was not confirmed. Root cause could not be determined. Preventively, the downstream sensor was replaced and the upstream sensor was re-calibrated. There was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device had a similar failure on 02-dec-2022. However, that failure and this one are believed to be caused by the cassette and not the pump due to the inability to replicate the failure.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during use the pump alarmed no disposable pump won't run". No patient injury. No additional information is available for this complaint.